Event description:
Reportedly, the stapler didn't fire the staples when it was applied to the pulmonary vein stump. There were no details provided about the consequences of the failure other than "the pt risked his life." However, the surgeon was able to correct the wound via hand suturing.

Event description:
Additional information reported in 12/05: the surgical staff proceeded by putting the stapler around the isolated inferior pulmonary vein, and provided the apposition of the proximal section. They proceeded to fire the stapler and they then resected the inferior pulmonary vein distally from the stapler which was still closed on the vessel. Upon opening the stapler, they observed the stapler had not fired any staples, provoking an immediate and acute "hemorrhage" of about 1 liter coming directly from the heart's atrium sinistrum.